Event description:
On 08/09/2006, a report was called in, via telephone from a dealer, regarding an alleged end-user incident involving a lumex rollator. The end-user was interviewed, via telephone. Per the end-user's account, she was sitting on her rollator while she worked in her garden. As she stood up from her rollator, by using the handles, one of the handles slipped downward, causing the end-user to fall on the concrete. The end-user reported, that prior to the incident, she had noticed that the knob that holds the handle assembly in place was loose and wobbly. The end-user alleges that upon closer inspection, it was noticed that the bolt that attaches to the knob was stripped; it is felt by the end-user that this was the cause of the event.